Event description:
Additional information received reported that the lead revision that took place on (B)(6)2013 was successful and the patient was receiving effective therapy.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37743, serial# (B)(4), implanted: (B)(6) 2009, product type programmer, patient.

Event description:
It was reported that patient's leads had migrated. It was planned to revise the leads. It was stated that about one year ago the patient had had a trouble getting stimulation in the right place. The system would be revised using the existing leads as no system issue had been detected. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.